Manufacturer narrative:
Additional information: d9, h6 and h11. H11: the device was evaluated on-site by a baxter technician. The device underwent functional testing and the CPR valve was found open. To fix this issue the CPR valve was closed. Additionally, according to the design of this device the expected life for the mattress is 5 years. The mattress associated with this complaint was more than 5 years old; therefore, the alleged deficiency is considered normal wear. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient sustained an unstageable pressure ulcer in conjunction with a compella mattress. The patient stated when they ¿raised their head and knees they could feel the metal part of the bed.¿ the patient was found to have a new open area on the patient¿s buttocks. The nurse was unable to stage the wound due to ¿minimal slough noted.¿ additionally, the wound was measured at 2.2 cm x 1.5 cm x 0.1 cm (estimated). The patient was treated with medihoney and collagen application to the wound and covered with a dry protective dressing. The baxter service technician inspected the bed. The technician noted the bed¿s CPR valve was open, putting the bed into CPR mode and causing the mattress to deflate. The technician closed the CPR valve to resolve the issue, and the bed is functioning as designed. The cause of the event is likely due to the bed¿s CPR mode being engaged which did not allow the bed¿s mattress to reinflate (user error). When the CPR function is engaged/activated air is released from the bed¿s surface until the surface is completely deflated. The device instructions for use state the following when using the bed¿s CPR controls. ¿to inflate the air surface after CPR 1. Turn the air surface CPR mechanism counterclockwise until it locks into position. 2. On the air supply unit, press max inflate to quickly inflate the surface. 3. After the surface is fully inflated, press max inflate again to toggle it off.¿ there was no malfunction of the bed, as the inspection found the bed to be functioning as designed upon disengaging the CPR mode to reinflate the surface. Prevention of this type of event is outlined in the device instructions for use. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.